Manufacturer narrative:
A ge service rep performed an on site investigation. The ccd camera, ps1 power supply and the power cap module was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The field service engineer reported frame sync errors during the performance of a field action. This error will result in the loss of the live image. No pt or user injury was reported.